Event description:
Patient with a history of cirrhosis, hepatocellular carcinoma (recurrent), underwent a transcatheter hepatic arterial chemo-embolization (tace) in the interventional radiology department. The micro catheter dilator broke off. It is uncertain whether or not the piece migrated into the patient. An arteriogram and CT scan were performed and did not reveal the fragment. The fragment was also not found on the floor.